Event description:
It was reported that cartridge alarm 20 occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.